Event description:
Adverse event(s): ¿no patient harm/injury¿. (No consequences or impact to patient). Product problem(s): ¿recurring system messages displayed¿ (device displays error message). The facility biomedical engineer reported the system ignition would not turn on. The issue has been occurring over a 6 month period. The system displays messages. The customer has to keep turning on the system before it finally stays on. No patient injury was reported.

Manufacturer narrative:
The system has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).